Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the atrial lead. Automatic mode switch episodes were also noted due to the noise. The device was reprogrammed to resolve the issue and the patient was stable.